Event description:
It was reported to vyaire medical that circuit occlusion occurred on the avea ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: vyaire field service representative went onsite to evaluate the device. Technician performed extended self test and passed. When unit started ventilating circuit occlusion constantly appeared. Performed exhalation flow calibration and passed, issue still persisted. While checking exhalation corner noticed diaphragm was damaged. Technician replaced diaphragm issue still persisted. Called into tech support for troubleshooting. Performed expiration pressure calibration and passed. Performed exhalation press calibration and passed, issue still persisted. Performed inspiratory pressure calibration, when performing zero pressure a/d was at 5 when applying negative or positive pressure a/d would be stuck at 4-5. Unit needs new gas delivery engine.technician called customer several times, no answer. Never got approval from customer to replace gas delivery engine. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available